Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that the haptic and optic were torn. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, before/during loading a 12.1mm vicmo12.1 implantable collamer lens, diopter -14.5, the lens tore/broke. This occurred on (B)(6) 2019. The lens tear/break was noted after opening the vial.